Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a tubing break for an infusion set is confirmed, but the root cause could not be determined. One 20 ga x 1.0 in. Miniloc infusion set was returned for evaluation. An initial visual observation of the returned infusion set showed abundant blood residues inside the tubing of the device. The tubing of the device was broken, and the luer of the infusion set was not returned for evaluation. A tactile evaluation of the tubing of the miniloc infusion set revealed some tensile weakness along the tubing of the device. A microscopic observation of the returned device showed striations along the break site of the infusion set tubing. Clear residues were observed around the break site and along the fracture surface. The root cause of this failure could not be determined; however, possible causes of failure include excessive pulling forces on the extension tubing, insufficient adhesive application of adhesive between the extension tubing and luer, or other unknown causes. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information provided 11/10. Medications infused 10/22-10/25: blinatumomab.

Event description:
It was reported by customer that tubing connected to the port needle was severed. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.